Event description:
Caller alleging receiving discrepant inratio values. On (B)(6) 2013 inratio 2.1 lab 1.48. Testing performed within 3 hours. Pt's therapeutic range unk.

Manufacturer narrative:
Analysis of the client's data from inratio and reference tests revealed that test results comparison met accuracy criteria. Customer's results are not considered discrepant within the context of the documented variability for inr testing. Retain strip testing results met both accuracy and precision criteria. Product performed as expected. Root cause could not be determined from the info provided by the customer. Corrective action not required at this time. Data analysis performed on inr results provided by customer. Reviewed retain testing on reported lot 297456. Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: (B)(6) 2013; inratio meter = 2.1 inr; reference = 1.48 inr; mean = 1.79; confidence limits = 1.2-2.3. The mean of the inratio meter and comparative system inr were calculated. Both inratio and reference values were within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. Inr reported have met the criteria for accuracy. Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: (B)(6) 2013; inratio meter = 5.6 inr; reference = 8.4 inr; mean = 7.00. Both values are above 5.0 and not considered discrepant within the context of the documented variability for inr testing. In-house therapeutic donor testing has been performed on reported lot 297456 on (B)(6) 2013. Results as follows: donor: 201, inratio: 2.6, inratio: 3.0, inratio: 2.4, reference: 2.99, bias threshold: 1.99 - 3.99, %cv: 11.46; 204, 3.0, 2.98, 2.8, 2.74, 1.74 - 3.74, 3.45. All replicates for each donor are within the acceptable bias for accuracy. Product performed as expected. Both donors produced %cv less than (B)(4). Accuracy and precision criteria have been met. No further investigation is necessary.